Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. The customer's blood glucose was 150 mg/dl.